Event description:
It was reported that the customer experienced a cracked and shattered touchscreen on their pump, which made interaction impossible due to the illegibility of the screen. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.